Event description:
Pt reported they wanted let pharmacy know she feels like the pari lc nebulizers that she has on hand are not dispensing properly. She stated if the nebulizer insert is tightly sealed the medication will not flow through the valve. It does work if she loosens it slightly. She doesn't feel like she's losing any of the medication using it this way, but that it's taking a little longer to nebulize. She has multiple on hand and isn't sure if they're from the same order or have the same lot numbers. No further information, details or dates available. Unknown if pt missed a dose or experienced an adverse event. Unknown if product is available for possible return to manufacturer. Dose/amount: pulmozyme inh soln - 2.5mg. Pulmozyme inh soln indication: cystic fibrosis with pulmonary manifestations.